Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as the onset, the patient began treatment with vancomycin injection (1 gram, ip, stat dose) and tazopip injection (4.5 grams, intravenously (IV), 2 times a day) for the event of peritonitis. At the time of this report, the patient was recovered from the event and antibiotics treatment was ongoing. On an unreported date, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.